Event description:
A healthcare facility in france reported via a fisher & paykel (f&p) healthcare field representative that the rt224 infant continuous flow circuit was found melted after patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Section d4: no device details were provided by the customer; hence this field is left blank. Section g4: the rt224 infant continuous flow breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the subject inspiratory tubing as part of the rt224 infant continuous flow circuit, was returned to fisher & paykel (f&p) healthcare in new zealand for investigation, where it was visually inspected, performance tested and analysed. In addition, the f&p healthcare 900mr805 heater wire adaptor and 900mr869 temperature/flow probe that were in use at the time of the reported event, were also returned to f&p healthcare in new zealand for evaluation. The hc550 respiratory humidifier was returned to our f&p healthcare regional office in france, where it was performance tested. Results: visual inspection of the subject rt224 breathing circuit observed that approximately 330mm of the tubing was melted, approximately 400mm from the probe port, therefore confirming the reported isse. The heater wire was observed to be detached from the retainer, approximately 80mm back. Resistance testing of the heater wire confirmed that the heater wire was within specification. Performance testing of the returned rt224 breathing circuit with a test mr850 respiratory humidifier confirmed that the tubing did not generate any alarm conditions, indicating that the heater wire is still intact. Further analysis of the inspiratory tubing did not indicate any abnormalities with the tubing material. Testing of the returned 900mr805 heater wire adaptor to f&p healthcare in new zealand passed performance testing. Testing of the hc550 respiratory humidifier at our regional office was unable to replicated the reported issue. Conclusion: based on our investigation, it is most likely that the reported issue occurred due to the rt224 breathing circuit being subjected to an externally applied heat source. All rt224 infant continuous flow breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt224 infant continuous flow breathing circuit show in pictorial format the correct set-up of the circuit and also state the following: do not cover the circuit with materials such as blankets, towels or bed linen. Operating flow rate: 4 - 15 l/min. Do not use heater wire breathing circuits without gas flow. If gas flow is interrupted, turn the humidifier off. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Perform pressure and leak test on the breathing system and check for occlusions before connection to a patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not use beyond 7 days maximum duration of use.